Event description:
It was reported that bd insyte autog bc catheter leaked at the luer connection. The following information was provided by the initial reporter: recently we¿ve had instances of IV catheters leaking at the junction between the catheter hub (bd # 382523) and the extension tubing (baxter # 2n8374). To date, we have been unsuccessful in identifying a specific cause or which item may be the culprit, so I¿m reaching out to both suppliers to see if there are any known issues involving leaking at connection sites? I have included one of the clinical team members here in case there are questions. We have also requested photos or saving the devices if this should occur again, in the event this can help narrow down the cause. Additional information: there was no batch/lot number included in the filed report. Numerous occurrences, first date this was noted was 10/9 and has occurred intermittently since (kelli could better estimate number of occurrences). No photo or physical sample is available at this time ¿ we have asked staff if it should occur again, to save the devices for investigation. Number of affected products unknown no patient or user injury noted.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Annex a code updated due to additional information received. As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. A complaint history record(chr) review could not be performed as no batch/lot number was made available for this reported event. A device history record(DHR) review could not be performed as no batch/lot number was made available for this reported event.

Event description:
Additional information: 10 dec 2024 1. Unfortunately, I do not have the dates of the occurrences. They were reported to me after the fact and it¿s been quite a while. 2. It was reported that either the IV extension came detached from the IV hub or the IV extension came detached from the hub and tubing on the opposite end where the nurse was injecting agitated saline for a bubble study.